Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect - impact code - 4623 - rehabilitation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. According to the patient, on approximately (B)(6) 2024, around 3pm, the patient was lying in bed and had a bad headache. The patient got up to go to the bathroom and suddenly lost consciousness and fell to the floor. The fall to the floor resulted in the patient breaking her ankle. The patient¿s cgm was reading 364 mg/dl at this time. The patient¿s grandson called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was tested and found to be low. This reading was taken approximately 10 minutes after the cgm value of 364 mg/dl was noted. The patient was transported to the emergency room (ER) and treated with an unspecified intravenous (IV) medication. The patient regained consciousness the following day and woke up in the hospital. The patient was in the hospital for two weeks prior to being discharged. The patient was then placed in a nursing home for two weeks for rehabilitation. At the time of the report, the patient was still in pain from her broken ankle. She was also using a walker (over three months since event date). No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. The reported glucose values fall within the e zone of the parkes error grid when checked by the paramedics. No additional patient or event information is available.